Manufacturer narrative:
(B)(4). Eval, results and conclusion: graft twisting. Lack of info, cause is unk.

Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a 6 cm in diameter thoracic aortic aneurysm. The vessel morphology was reported as mild calcification and mild tortuosity in the thoracic aorta. It was reported that while the stent graft was being deployed just distal to the left subclavian artery, the connecting bar was lined up on the greater curve of the aortic arch. However, after the first two covered stent graft rings were flowered the stent graft appears to be twisted approximately 90 degrees. There was no pt or clinical issues. However, the device did not deploy as intended. The graft was placed accurately and sealed well. No clinical sequelae were reported, and the pt is fine.